Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports one corner of the gauze is sealed to the packaging which may cause them to fray so she doesn¿t want to use them. Everyone opened was adhered to the packaging.

Manufacturer narrative:
There were 10 samples received for evaluation and visual inspection has been completed. A device history record (DHR) review was completed for lot# 17b134962. There were no manufacturing related issues related to the complaint issued for this lot. The inspection of the 10 samples resulted in a confirmation of the reported condition. A root cause analysis determined to be at the fold of the material, the gauze was not held properly on the drum causing it not to fold correctly. The improper fold was placed on the conveyor and fed into the package and due to the improper fold there was a section of the pad that breached the seal. The vision system did not pick up the improper fold on the sponge or the package. Both cameras were operating normally during preventive maintenance checks. A trend analysis was performed involving product code (B)(4) for the past year. Based on the results, this is an isolated instance therefore this complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.